Manufacturer narrative:
The devices, intended for use in treatment, were not returned for evaluation. A visual inspection of the device could not be performed. A relationship between the device and the reported event could not be corroborated. There is no information to suggest the device failed to meet specifications. A clinical evaluation was conducted and the position of the acetabulum cannot be ruled out as a contributing factor to the pain and clinical status of the patient, the pain and pseudocapsule are consistent with metallosis, however without the supporting lab/pathology results or analysis of the explant, the root cause of the reported pain, and metallosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported a left hip revision surgery, performed due to instability. The insert, intraoperatively, was found worn out and there were some small pieces of fragmented poly.